Event description:
According to the hospital death summary: the patient had an aortic valve replacement and there were no intraoperative complications. He was taken to the csicu in stable but critical condition. On post op day (pod) 1 he had acceptable hemodynamics and some renal insufficiency. On pod2 hemodynamics were stable, on pod3 he continued to progress, on pod4 he appeared to be hemodynamically stable. His chest tubes were removed without difficulty and his renal insufficiency was stable. On pod5, it was decided that he would be anticoagulated as his underlying rhythm under his pacemaker was atrial fibrillation. His bun was elevated further...reflecting probably aggressive diuresis. On pod6 the patient seemed to deteriorate rapidly...he was oliguric and becoming progressively hypotensive despite increasing hemodynamic support. He had abdominal distention and a metabolic acidosis. A stat echo demonstrated severe lv dysfunction with moderate mitral regurgitation and no evidence of pericardial effusion. Given his history of atrial fibrillation, there was concern regarding mesenteric ischemia and intra-abdominal event. Urgent surgery for exploration of abdomen. His intraoperative findings included an infarct of all but the distal portion of the small bowel and all of the colon. At the family's request, a dnr was instituted. In the evening, the patient expired. According to the surgeon, the edward's device did not cause or contribute to the patient's death.

Manufacturer narrative:
According to the surgeon, the edward's device did not cause or contribute to the patient's death.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. It was reported that the patient has expired after an implant duration of approximately 6 days. The cause of death was not provided. It is unknown if the death was device related. No further details were reported. Despite repeated attempts to receive further information regarding the device and event, no response or sample for evaluation was received.

Manufacturer narrative:
Device not returned.the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.